Event description:
It was reported via medwatch that the reporter's daughter started developing a rash on her arm on (redacted by FDA) 2026. This got increasingly worse and they sought medical help. They were later informed via amazon about the webcol alcohol wipes and this is how they connected the dots. Additional information received on 15may2026 stated that they are not sure what the lot number is. The patient was seen by a dermatologist and they did prescribe mometasone cream. However, they didn¿t use the cream as the rash started clearing with home remedies used.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.